Event description:
Customer reported that in the middle of the examination, the device failed and displays the error: "x-ray generator is not...

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA by (B)(4) 2011.